Event description:
It is alleged that two painpumps filled with 115 ccs of .25% marcaine infused too quickly. Both pumps were used on the same pt following a. The doctor believes the pumps infused in 40 hours instead of 44 hours. 2.5" ex fen catheters were used with a 2 cc/hr flow rate. It was reported that the pt did not experience any negative side effects.